Event description:
It was reported that 2 needles clogged during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the pen needle clogged during injection.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Related complaint for needle clog for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needles clogged during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the pen needle clogged during injection.